Manufacturer narrative:
Patient weight: unknown, information not provided. Product evaluation was not performed because the product was not returned for analysis. The complaint issue reported could not be verified and no product deficiency could be identified. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non conformance report (ncr) was found during record review. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. Product deficiency not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to halos and glare. Account indicated that the symptoms interfered with patient's ability to perform activities of daily life. The procedure was completed using another lens of different model and of lower diopter. The patient has recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: jul 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half with an additional cut through the optic body. The lens was cleaned and no additional defects were observed. No issues that could contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the reported complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.